Event description:
The extracorporeal shock wave lithotripsy (eswl) bed would not go up, down or sideways after the pt was positioned. Surgeon was able to get the pt to a position to treat the pt's biggest stones, but unable to perform lithotripsy on the pt's other stones. The pt has multiple stones and was anticipating having multiple treatments.